Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced atrial fibrillation. Electrical cardioversion was performed for treatment, however, patient's atrial fibrillation persisted. The arrhythmia was related to a pre-existing condition. The device will not be returned as it was disposed. No further information was provided.